Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the handle cannula broke when trying to crush a stone approximately 1cm. The basket was pulled out of the scope. Procedure was prolonged by less than 5 minutes and was completed with an extractor balloon 9-12mm. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the handle cannula broke when trying to crush a stone approximately 1cm. The basket was pulled out of the scope. Procedure was prolonged by less than 5 minutes and was completed with an extractor balloon 9-12mm. There were no patient complications as a result of this event. Additional information received on march 9, 2026 the basket failed to crush the stone when the handle cannula broke. However, the stone was able to be slipped out of the basket.

Manufacturer narrative:
Block b5 and h6 (device codes) has been updated based on the additional information received on march 9, 2026. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the device was not returned for analysis and was disposed; therefore, a technical analysis could not be performed. It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "handle cannula break" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the event description and information provided by the customer there is not enough evidence to determine whether the handle cannula break was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, "unable to exclude device problem" is selected as the most probable cause for this event. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is "unable to exclude device problem".